Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "visibly with a very rigid deformation¿ and ¿contracture".

Event description:
Patient reported right side "severe pain, swelling and redness in the right breast, patient looked for a mastologist who diagnosed with a contracture in right breast. Recall was mentioned". Device remains implanted.